Event description:
It was reported that, at a device change out, the right ventricular (rv) lead exhibited high defibrillation coil impedance through the new device. Testing was performed and the high voltage integrity was in question as there was a possible fracture. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Concomitant products: d224trk ICD, implanted: (B)(6) 2011, explanted: (b)(62 2015. Dtbb1d1 ICD implanted: (B)(6) 2015, explanted: (B)(6) 2015. 419488 lead, implanted: (B)(6) 2011. (B)(4).